Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported lead was returned in it's original sealed packaging and was never opened. The original complaint could not be confirmed as the lead was never used. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant procedure. The right ventricular lead exhibited intermittent capture and high capture threshold during the surgery. The lead was then switched out. Patient had no consequences as a result of the event.